Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the superior vena cava (svc) defibrillation coil impedance was high on (B)(6) 2016. The right ventricular (rv) coil impedance was also high on the same date, and then the pacing impedance was high three days earlier. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, suspected rv coil fracture and a lead integrity alert (lia) was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.